Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. Output in ambient air was verified to be within the expected range, the sensor successfully completed the calibration steps, and the sensor output was steady throughout the sample fraction of inspired oxygen (fio2) setpoints. It was determined that the o2 sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the epgs was removed, and a mechanical gas blender was left with the system.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There was no patient involvement.